Event description:
It was reported that the implantable cardiac monitor exhibited no sensing. There were no deflections or sensed markers on the ECG. During a clinic visit a flat line on the ECG with no sense markers was observed, and no episodes were logged by the icm. Troubles hooting/diagnostics was performed. The icm was recommended for replacement, yet remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).